Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the 4-way valve not shifting. In addition, the humidifier, inlet filter, and cabinet filter are missing.